Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit received a reported system error, which was confirmed through the data log and diagnostic page shows 02 internal low (81 .2%) and external 02 reading serv0mex (79%). The issue was caused by contaminated zeolite, indicating that the zeolite absorbed excessive moisture. The psa cycle count was 16. The data log shows low battery errors; this means the patient running the unit on low battery.

Event description:
It was reported that the patient's device was displaying the system error message and their battery kept beeping when they were outside. As a result, the patient started experiencing shortness of breath. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.